Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited decreased r-wave amplitude sensing, decreased pacing impedance, and loss of capture. During threshold testing, diaphragmatic stimulation was also noted. Fluoroscopy suggested a micro perforation had occurred. The right ventricular lead was explanted and replaced. The patient was discharged from the hospital.

Manufacturer narrative:
The reported events of perforation, diaphragmatic stimulation, failure to capture, low impedance, and decreased r-wave amplitude sensing were not confirmed. Helix extension, stiffness, and electrical testing were normal with no anomalies found.